Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were not responding after water exposure. The reporter stated the rubber keypad was intact and the buttons still click/spring back. The patient reportedly wore the pump attached to a waistband and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were unresponsive. There was no visible contamination found under the key contacts. A leak test was performed and a leak was found on the back of the pump near the case seal. And the pump cover was removed and moisture was present in the pump and in display lens. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.